Event description:
In (B)(6) 2021, the user noticed that the hearing performance with the device became poor and towards the end of the month channels with abnormal impedances were found. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In august 2021, the user noticed that the hearing performance with the device became poor and towards the end of the month channels with abnormal impedances were found.the user was re-implanted.